Event description:
15 feb 2022 it was reported, that: that a product with an expiration date of feb 13, 2022, was implanted on feb 15, 2022. The device was part of a consignment kit. It was discovered post-surgery that an expired product had been implanted. Patient outcome: unknown. Additional information received on 18 feb 2022. The device was part of a consignment kit. When was it discovered that an expired product had been implanted? (Pre or post-surgery). - post-surgery. Please provide photographs of the stickers and the outer packaging, if available. - see attached the surgery report.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported, that: a product with an expiration date of feb 13, 2022, was implanted on (B)(6) 2022. The device was part of a consignment kit. It was discovered post-surgery that an expired product had been implanted. Patient outcome: unknown. Addi received on 18 feb 2022. 1. The device was part of a consignment kit 2. When was it discovered that an expired product had been implanted? (Pre or post-surgery). Post-surgery. 3. Please provide photographs of the stickers and the outer packaging, if available. - see attached the surgery report addi received on 22 feb 2022. There was no extension or delay during or after this surgical procedure.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: a review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A complaint history search is not required as the product is conforming to the specification. The device was used past the expiry date, this is a user error. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It has been confirmed that the instrument/implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported event. The likely condition of the device when it left zimmer biomet is conforming to the specification. The product has not been returned for evaluation, the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. No corrective or preventive action is required at this time. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.